Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-21490. The patient has an scs system and a pns system. This report pertains to the pns leads. It was reported the patient was receiving ineffective stimulation from the pns system. As a result, surgical intervention was undertaken to explant and replace the leads. It was reported the patient is receiving effective therapy post-operative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.